Event description:
It was reported that, at the end of a tka procedure the surgeon was struggling to implant a gii dished ins sz 5 6 9mm (71420778). It looked like it may be impinging on the lateral side. The surgeon then tried to implant a 2nd poly insert (71420778) and was still struggling. At this stage the theatre team got a 3rd insert in case it was needed and I noticed it was a dished insert. The surgeon had already implanted a genesis ii cr femur size 8 and genesis tibia size 6. A dished insert is incompatible with these components, so at this stage the surgeon was aware and he proceeded to remove the dished insert and implant a cr insert. At the start of the case the surgeon confirmed he was planning for a cr surgery and during the trialing stage a cr insert was trialed. When the surgeon and scrub nurse checked the implants was not say ¿dished¿ at any point, therefore was not check the implants at this stage. So, it was only made aware of the implants being dished when a third implant was brought into theatre. Finally a cr insert was implanted successfully. The procedure was completed using a s+n back up device. Surgery was greater than 30mins delayed. Patient was not harmed. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.